Event description:
The reporter stated the surgeon implanted an 12.0mm icm120v4 implantable collamer lens in pt's left eye on (B)(6) 2012. The lens was explanted on (B)(6) 2012 due to excessive vault. The lens was exchanged for a shorter length lens. Pt's last visit on (B)(6) 2012, uvca was 20/25.

Manufacturer narrative:
(B)(4).